Event description:
Information received from the field does not address the patient's clinical status but notes high battery impedance. The device remains implanted and the patient will be checked at the next scheduled follow-up.